Event description:
New information indicated that a fracture was also noted on the right ventricular lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited decreased pacing lead impedance. The lead was capped and replaced on (B)(6) 2019 during an unrelated procedure. The patient was stable throughout.